Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a vent inop condition due to an air valve liftoff failure. The customer reported there was no patient involvement.

Manufacturer narrative:
Follow up attempts were made to obtain repair information from the fse (B)(4); no response has been received. The fse reported an air/exhalation flow sensor was ordered and repair is pending. No further information was provided. If additional information is received, the complaint will be updated. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.